Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and prefired. The surgeon used another instrument to complete the procedure. The hosp has reported no patient injury occurred.

Manufacturer narrative:
The device was evaluated, a rattle sound was detected when shaking the body. Co believes the reported condition was caused by squeezing the handle too quickly, but co could not reliably determine the exact cause.